Event description:
It was reported that the pump indicated a data log corruption. It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Low bg cause was unknown. Customer declined to provide any additional information. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged alert 4 issue was verified, but the low blood glucose could not be verified.